Event description:
The customer installed a new charge pak 2 weeks ago because the device displayed the low battery and low power symbols. The device now will not turn on. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA.